Event description:
The case was received from ethicon's complaint team. During follow-up surgiflo was mentioned as a device used during initial surgery and the case is therefore forwarded to ferrosan medical devices a/s. The initial case handled by ethicon (ethicon device) was received 03.01.2024. Follow-up information implicating surgiflo was received 19.01.2024. Initial information: sales rep reported that a patient had to come back to have vaginal cusp today on (B)(6) 2024 reclosed due to it dehiscing. Follow-up information: it was reported by the sales rep that post op of an open hysterectomy, vaginal cuff dehiscence. The patient came back for reoperation on (B)(6), 2024. 2994 x 2. At the time of the call patient harm was unknown. The surgeon is wondering if the use of the (B)(6) is what led to the dehiscence.